Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. The root cause for the shorted q3 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a german patient's monitor for an unrelated reason. Upon investigation, a reportable malfunction was found.